Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call to have received sensor signal not found alarm. Blood glucose was 9 mmol/l at the tine of incident. Sensor signal not found troubleshooting was performed. Customer removed the sensor to check for bent sensor and reported that the electrode was missing. Customer confirmed that the electrode did not break inside the customer's body and the base of the sensor was clear. Advised customer to avoid inserting sensor in muscle or areas constrained by clothing and avoid insertion site that has scar tissue. Replacement sensor is being sent and no sensor is expected to return for analysis.